Manufacturer narrative:
Manufacturing site: (B)(4). The returned guide wire was bent at multiple spots for approximately 115mm from the tip. At approximately 60mm proximal to the tip where the guide wire was bent, peeling of the polymer jacket with scratches was confirmed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the wire tip was deformed due to tortuous anatomy during wire delivery, and stiff part of the guide wire became bent. Because of the bend, the metal tip of the concomitant guide wire interfered with the surface of the bent wire so that the polymer jacket was scraped off. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the peeled polymer jacket might be left in the patient. The instructions for use (IFU) states: [warnings] never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.).(this guide wire may be damaged or break apart.); [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a severely calcified, chronic total occlusion in the posterior tibial artery. An asahi guide wire was delivered with a metal-tip catheter into the lesion. When the guide wire was removed from the patient, its polymer jacket was found partially peeled off. A new guide wire was replaced to resume the procedure and completed with successfully reestablished blood flow. There were no adverse patient effects related to the reported peeling of the polymer jacket.